Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device qj2amt/j345hcn31 and no non conformances / manufacturing irregularities related to the malfunction were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure? What was a nature of hand trauma that required emergency surgery? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have known allergic history to medical device, food or medications? Was there any allergy testing performed? If yes, results? Other relevant patient factors/comorbidities/concomitant medications? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during examination? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? Were the symptoms of allergic inflammatory reaction resolved after medications treatment?

Event description:
It was reported that the patient underwent an emergency debridement and suture surgery on (B)(6) 2021 due to hand trauma and the suture was used. The patient went to the hospital for dressing change three days later and it was found that the suture site had erythema, inflammation and itch. A dressing change was performed. Considering a bit of allergy, oral anti-inflammatory and anti-allergic drugs were prescribed.

Manufacturer narrative:
Date sent to the FDA: 10/27/2021. Additional h6 component code: g07002 ¿ device not returned. The device history records for ql2ap reviewed, and no issue found. The following information was requested, but unavailable: the patient demographic info: weight, bmi at the time of index procedure? What was a nature of hand trauma that required emergency surgery? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have known allergic history to medical device, food or medications? Was there any allergy testing performed? If yes, results? Other relevant patient factors/comorbidities/concomitant medications? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during examination? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? Were the symptoms of allergic inflammatory reaction resolved after medications treatment? All answers above are unobtainable. Once there is any update, we will update the information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.